Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 3.0x40x150 sterling balloon catheter was advanced for dilatation. The surgeon hooked up inflation device when the balloon was in the correct location and began to inflate balloon. However, prior to reaching nominal inflation pressure of 6 atmospheres, the balloon ruptured. The device was removed and completed with another of the same device. No patient complications were reported.